Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that my pump died and now I have a black dot and failed battery on the pump. Troubleshooting was performed for failed battery alarm, but unable to complete due to not having a battery at the time. The insulin pump will not be returned for analysis.